Manufacturer narrative:
This report is filed (B)(4) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was successfully implanted with a new cochlear device during the same surgery. This report is filed april 4, 2016. Device not received by manufacturer.